Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No blank display during testing. No audio or beep or vibration anomaly noted during testing. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer thinks pump is broke, pump is off and will not turn back on, put in new battery and had constant beeping but nothing on screen. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.